Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The tsr had the hp check the lines and it was found the patient line clamp was closed. The tsr had the hp end therapy and start over with new supplies. A follow up was done via phone; the hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy. No injury or medical intervention was reported.